Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with tests results of 247, 205 and 219 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 160 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when she obtained the result of 247 mg/dl fasting she had contacted her doctor. Customer was advised to check her blood glucose again, and she had performed two more blood tests fasting and obtained the results of 205 and 219 mg/dl. Doctor was going to send customer a new meter. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 117 mg/dl and 123 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. Customer had been using the previous lot of test strips, mv2741 but stated she had thrown them away. Customer was now using lot mv2817. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.